Event description:
It was reported that during the preparation of the device for a laparoscopic hernia repair procedure, the balloon would not inflate at all. The issue occurred prior to the device's use and did not affect surgical time as it was not inserted into the patient. Another product was opened, and no further issues were encountered. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: d4(UDI), d9, g3, h3, h6 h3. Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the trocar balloon was broken. The lock collar foam was stained. The dissector balloon, the insufflation bulb, the inflation syringe, the obturators, 5mm ports and a 5mm obturator were not received. Functional testing noted that the lock collar moved up and down the cannula and securely locked in place. It was reported that the balloon did not inflate. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. The issue may occur if care was not exercised during clinical application. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: balloon products must be treated with care. Damage to balloons from instruments during the procedure may cause product failure. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.